Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, right superficial femoral artery (rsfa) that is 100% stenosed. A hi-torque (ht) command 18 st guidewire accessed the rsfa via a calcified right common femoral artery. During removal of the ht command 18 st guidewire, resistance was noted due to a non-abbott balloon and the tip of the ht command guidewire separated and was embedded in the distal fibular artery. The procedure was complete using a 2nd intact ht command 18 guidewire. There was no adverse patient sequela and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the non-abbott balloon resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation. As reported, the tip was embedded in the distal fibular artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the non-abbott balloon resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation/noted polymer coating separation. As reported, the tip was embedded in the distal fibular artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to yes.